Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an optiplex¿ basket was used in an unknown procedure performed on (B)(6) 2017. According to the complainant, the optiflex basket could not be used due to a broken pull wire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an optiplex¿ basket was used in an unknown procedure performed on (B)(6) 2017. According to the complainant, the optiflex basket could not be used due to a broken pull wire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Correction on the event description: the correct complaint device reported to boston scientific corporation is optiflex¿ basket.

Manufacturer narrative:
An opti-flex basket was returned for analysis. A visual analysis found that the device was returned in two sections. The sheath and pull wire were found broken at approximately 36 cm from the handle. The broken ends have evidence of bending. Additionally, residue was found caught on the basket wires. The complaint was confirmed. Due to the residue, it is most likely that the device was used in the procedure. Handling and manipulation of the device during procedure can lead to the device becoming bent. Once the device is bent, rotation of the handle can result in pull wire and sheath breakage due to the torsion on the bending area. Additionally, procedural and anatomical factors encountered during the use of the device could have contributed to the encountered failure. Therefore, the most probable root cause of this complaint is "operational context", since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiplex basket was used in an unknown procedure performed on (B)(6) 2017. According to the complainant, the optiflex basket could not be used due to a broken pull wire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Correction on the event description: the correct complaint device reported to boston scientific corporation is optiflex basket.